Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Device passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. No button error alarm during testing. Device passed self test. Pump received with broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and unexpected restart alarm. The customer¿s blood glucose level was 142 mg/dl. The customer reported that they had to press bolus button harder, more in order to work and unexpected restart alarm every time changing the battery. Customer reported that they were able to clear the alarm. It was reported that they had crack on the reservoir window corners and battery compartment opening. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.